Event description:
During an onsite in-service visit, ess (endoscopy support specialists) found out that the facility staff uses enzymatic solution poured into plastic tube that hanging off the wall as their disinfection method. In addition, only the distal tip is inserted into the tube. Ess concluded that the cystoscope is not being high level disinfected prior to patient use. There is no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The ess conducted reprocessing in-service , covered pre-cleaning, leak testing, and manual cleaning as described in the reprocessing manual . Additionally, the ess discussed care and handling as well as repair reduction tips for the device. Summary visit : ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it is probable that the issue occurred because the user facility reprocessing method differed from that of the device instructions for use (IFU) the occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.